Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with rod slipped out of a polyaxial screw approximately 3 months post-operatively. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screw was returned and found to be fully locked. It was observed that the marks on the rod indicate that the mesa screw was locked towards the very distal end of the rod. The rods were cut shorter than the specified overhang length, which may have contributed to this specific failure nature.

Event description:
On 07.06.2018 it was reported to k2m, inc. That a patient presented with rod slipped out of a polyaxial screw approximately 3 months post-operatively. Revision surgery took place(B)(6) 2018.